Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a low out of range shock impedance measurement of zero ohms. All subsequent measurements were stable and within normal limits. Boston scientific technical services (ts) discussed potential electromagnetic interference (emi) and discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). Attempts to obtain additional information were made, however, no additional information is available at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.